Event description:
It was reported that the pump was replaced due to "normal end of battery life".

Manufacturer narrative:
(B)(4). Final analysis of the device revealed motor gear corrosion. A stall was also confirmed by x-ray.